Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had corrosion on the light guide (lg) lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is supplemented to correct a previously submitted emdr (B)(4) corrected field- h6. Medical device problem code : (a0404 crack, a050402 gas/air leak, a0405 degraded, a150201 positioning failure, a051101 collapse). Component code: (g04037 cover, g0405201 adhesive, g04079 knob, g04121 steering wire, g04134 tube). Investigation findings: (c070601 deformation problem, c070603 fracture problem, c19 no device problem found, c070606 wear problem). Investigation conclusions: (d12 known inherent risk of device, d14 no problem detected) these fields were incorrectly captured in previous emdr (B)(4). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.